Manufacturer narrative:
The check valve was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported during planned maintenance it was discovered there was damage to the suction unit causing an inability to perform fluid suction. There was no report of patient involvement.